Manufacturer narrative:
Product analysis a kink was observed on the inner member and the stent was partially deployed a kink was observed on the silver retractable sheath the size indicated on the strain relief was 9f 18mm x 60mm the handle was opened in the lab the clip was still attached to the silver retractable sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the abre stent was properly positioned in the right proximal superior vena cava to brachiocephalic vein for treatment of a 60mm soft tissue lesion with 70% stenosis, moderate tortuosity, and little calcification, the physician attempted to deploy the stent by rotating the blue button backwards according to the arrow. Artery diameter reported as 14mm. The device was inspected and prepped per instructions for use with no issues noted. The thumbscrew/lock-pin was checked for securement prior to procedure. The thumbscrew/lock-pin was removed prior to attempted deployment. After 2 to 3 turns, the physician experienced difficulty during the first and second rotations, and the button could no longer be rotated backwards. The proximal stent was not opened and the whole stent was not deployed. The stent was then removed and exposed stent struts were visible. A replacement abre stent was succ essfully deployed without issue to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. In this image the distal end of the abre device can be seen and the distal end of the stent can be observed out of the device and inner attached to the distal tip appears kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.